Event description:
Report rec'd of the pump failing to alarm for proximal occlusion during preventative maintenance testing. There were no reports of any adverse pt events while the pump was in clinical use. Though requested, no additional info was provided.